Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level resulting in mild diabetic ketoacidosis; bg value was not provided. Reportedly, the customer was aware that the cartridge was empty and had chosen to not fill another cartridge overnight. The pump was functioning as intended as the cause was due to user error, with no injury caused by the event. At the time of the reported event, the customer had not treated the elevated bg. At the ICU, the customer was treated with intravenous fluids of saline and insulin to treat bg. Customer was discharged from the ICU on june 15th, 2025 with the issue resolved and no permanent damage.